Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the ok and contrast keypad buttons had a delayed response and were intermittently unresponsive. It was reported the ok keypad button issue began two months prior to the alert date. It was reported that the keypad was peeling at the contrast button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.